Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation:uterus') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the device dislocation, fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration, perforation: fallopian tubes, uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events" migration, perforation: fallopian tubes, uterus" were added. Patient information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation:uterus') in an adult female patient who had essure (batch no. 838569) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration, perforation: fallopian tubes, uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs received. Lot number and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation:uterus') in an adult female patient who had essure (batch no. 838569) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the device dislocation, fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration, perforation: fallopian tubes, uterus. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.